Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure, device interrogation revealed, episodes of noise reversion on the atrial lead. The physician decided to reprogram the device and the lead remained implanted. The patient was in stable condition.